Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to a diabetic ketoacidosis. Customer's blood glucose level was 455 mg/dl. The customer had an upset stomach, diarrhea, and nausea. The customer treated his blood glucose level with the insulin pump and it did not work. In the emergency room the doctor said his diabetic ketoacidosis was 29. He was dehydrated and all blood work was off. He was given food and insulin drip to treat. The customer was wearing the insulin pump at the time of the emergency room visit. The infusion set cannula did not penetrated his skin because it was bent. The drive support cap was flushed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.